Manufacturer narrative:
Additional information in b5.

Event description:
Received additional information: the reporter stated that they have defective products that are still on hand. There was unknown delay in therapy reported. The total affected product was 1 case.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Note this report is for the malfunction of sample 2. Investigation summary: two (2) photos were provided by the customer, unable to confirm complaint from the photos provided. Receive done (1) used list# b33982, 5.5" (14 cm) appx 1.2 ml, smallbore quadfuse ext set w/3 clave¿, 3 check valves, 4 clamps (red, white, green, yellow), luer lock, one (1) used list# unknown, 2-way extension set with catheter. One (1) used list# b33982, 5.5" (14 cm) appx 1.2 ml, smallbore quadfuse ext set w/3 clave¿, 3 check valves, 4 clamps (red, white, green, yellow), luer lock. As received, one of the claves on sample #1 was stuck down, no other anomalies observed both samples were leak tested, confirmed leaking on both samples, after disassembly, one returned sample (sample#2) showed signs of insufficient solvent, sample #1 was retuned with one clave stuck down, after disassembly, the spike showed signs of being mated with an incompatible mating device. Complaint of leaking is confirmed, probable cause of leaking for sample #1 is due to incompatible mating device. Probable cause of leaking for sample#2 is due to insufficient solvent during assembly.

Event description:
A complaint was received regarding a 5.5" (14 cm) appx 1.2 ml, smallbore quadfuse ext set w/3 clave¿, 3 check valves, 4 clamps (red, white, green, yellow), luer lock that experienced leakage. This is 2 of 2 reports. The report stated that the device is leaking. Sample photos are provided. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
Note this report is for the malfunction of sample 2. Additional information in section d4.